Event description:
Patient reported that she has been experiencing erratic blood glucose for the past 3 months. She indicated that her blood glucose has generally ranged from 300 - 600 mg/dl; however, when she delivers a bolus, her blood glucose substantially decreases (40 - 60 mg/dl). Patient self-treated by bolusing when blood glucose is high, or by eating glucose gel when blood glucose is low.